Event description:
It was reported that sys would not boot up. No pt injury was reported.

Manufacturer narrative:
Ge rep evaluated sys, replaced the hard drive and reloaded calibration files. The ge rep performed operational tests, the sys is operating as intended.